Event description:
A (B)(6) male patient's wife contacted zoll lifecor customer support to report that one of the patient's batteries was not charging completely. The battery would indicate a full charge, but only show half charge when placed in the monitor. The patient was provided with a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery (B)(4) has been completed. The reported problem has been confirmed. The cause of the battery not fully charging was a broken white wire within the battery pack where the wire attaches to the battery cells. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the broken internal wire. The patient was provided with a replacement battery pack.